Manufacturer narrative:
Only the customer's meter was returned for further investigation. The retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. Device evaluated by MFR: device requested but was not provided.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 11:16 am the laboratory result was 3.9 inr. At 11:36 am the meter result was 7.7 inr. The customer's therapeutic range is 3.0 to 4.0 inr. There was no allegation of an adverse event. The laboratory result was deemed to be correct and no actions were taken based on the meter result. The customer does have antiphospholipid antibodies/lupus. Per product labeling, this may cause false-high inr values and false-low quick values. Where antiphospholipid antibodies (apa) are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The meter and test strips were requested for return.